Event description:
It was reported that the patient presented to the emergency room after fainting three time during the previous week. The right ventricular lead exhibited high capture thresholds and low impedance. The patient had a tavr (trans-catheter aortic valve replacement) in (B)(6) 2016, which may have been the cause of the syncope spells last week. The right ventricular lead was capped and replaced during a device change out. The patient had no complications and there were no adverse reactions.